Manufacturer narrative:
Per the user guide: never fill your tubing while your infusion set is connected to your body. Always ensure that the infusion set is disconnected from your body before filling the tubing. Failure to disconnect your infusion set from your body before filling the tubing can result in over delivery of insulin. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the contact performed the fill tubing sequence while customer was connected at the site and delivered 18 units of insulin into the body which resulted in customer's blood glucose (bg) lowering to 63(mg/dl). Customer went to the emergency room (ER) and was treated with intravenous dextrose to resolve the issue. Customer was released from the ER 6 hours later with bg of 140(mg/dl) and was in "stable" condition.